Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture continuously separates from the needle. Product was not used on a patient.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical warehouse. We have received two open samples (one of them unused) with the needle detached from the thread and the thread still wound on the pack in the unused sample. We have also received a support cardboard with a detached needle inside the pack. The thread end from the sample with the needle detached has been checked and it has been determined that it was not introduced deep enough in the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received concerning this issue for this code batch we consider that these are isolated units. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.